Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "oil leak" could not be confirmed. However during service and repair, device failures were found but were not related to the reported event. If additional information is received a supplemental report will be submitted.

Event description:
Report received form the USA, stating that the device was leaking oil. The event occurred during surgery. There was no injury or medical intervention related to this occurrence. No additional information available.